Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with a proglide device, using the pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the lever was closed, but the foot plate of the proglide device would not close. A cut down was performed to remove the proglide device. The aaa procedure was completed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.